Manufacturer narrative:
The ventilator was investigated on site and the pressure transducer printed circuit board (pcb) was replaced as recommended in the service manual and returned for investigation. Simulated use testing of the received pcb has been able to reproduce the described customer issue. An evaluation of the received device logs could confirm the event. We could trace back the reported problem to july 15, therefore the date of event was determined as (B)(6) 2019. A defect pressure transducer may lead to high pressure build-up in the patient circuit. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. The conclusion in this matter is that the reported issue was caused by a faulty pressure transducer on the pressure transducer pcb.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref. (B)(4).